Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 10mmx3.75mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at about 4atm for 2-3 seconds. The device was removed without any problem from the patient's body. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.